Event description:
This involves a defective dexcom g7 sensor which failed immediately upon insertion. The filament wire was found sticking out externally from the sensor port window at the time of insertion. This resulted in a "sensor failed" error message. This appears to be common, recurring defect for dexcom g7 sensors.